Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Additional information obtained through follow up indicated that the device was replaced prophylactically. No patient complications were reported as a result of this event. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event. 8/10/10: additional information received indicated that the device was replaced prophylactically.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. The device was returned without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output when the device was programmed vvi 50 bpm. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of the explant. Evaluation summary (B)(4) ema wirebond - loose/detached

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output when the device was programmed vvi 50 bpm. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of the explant.

Event description:
It was reported that the device was replaced prophylactically. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) primary analysis finding indicated no anomalies found (B)(4) preliminary analysis revealed no pacing output when the device was programmed vvi 50 bpm. Further testing revealed an anomalous output condition. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts at the time of the explant.